Event description:
It was reported by the customer (1) er320 device was used in a laparoscopic cholecysectomy procedure. It was reported the clips crossed over on themselves when applied. There was no consequence to the pt.